Event description:
It was reported the pt's scs system was explanted due to heating at the ipg site. The heating at the ipg site occurred all the time while stimulation was on but not when stimulation was off or while charging.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.